Event description:
It was reported that three (3) homechoice cassettes ¿got broken¿ and leaked. This occurred at the patient¿s house during prime for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection with the naked eye revealed solution dripping from the cassette component of the set. Due to the nature of the sample, no further tests could be performed. The reported condition was verified by visual inspection of the video. The cause of the condition could not be determined. Additionally, twelve retention samples were visually inspected with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.